Manufacturer narrative:
(B)(6).

Event description:
It was reported that during acl reconstruction surgery, after using awl, while implanting, it broke. The pieces were removed of patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 4.5 twinfix ultra ha anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has broken at the suture eyelet the broken piece was not returned for examination. Examination of the inserter confirmed one of the two tines has broken off. The break is angular in nature. Dimensional assessment of the anchors major diameter found it met print specifications. The condition of the device indicates axial alignment was not maintained during insertion. Event description updated.

Event description:
It was reported that during acl reconstruction surgery, after using awl, while implanting, device broke. The pieces were removed of patient. A backup device was available to complete the procedure with no significant delay or patient injuries.